Manufacturer narrative:
Product #1 pi main (B)(4). The reported event of the ins communication issues could not be confirmed. The results of the investigation are inconclusive as the product was not returned for analysis. The device history record was reviewed; there were no applicable non-conformances or rework associated with this batch/lot/serial number. The cause of the reported event remains unknown.

Event description:
It was reported the patient's ipg would neither communicate with the axium patient programmer nor with the clinician programmer. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken where in the patient's ipg was explanted and replaced.